Manufacturer narrative:
Zoll medical corp has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while transporting a pt the device's display froze and unable to pace the pt. The complainant indicted this was an intermittent problem. Complainant did not indicate that there was any adverse effect to the pt due to the reported malfunction.